Event description:
Customer stated pad is staying on when plugged in.

Manufacturer narrative:
It was reported that the unit turned "on" after plugging it in. Our investigation revealed a defect in the power control. We will follow up with our supplier to determine the cause of this malfunction.